Manufacturer narrative:
A ge service representative performed an onsite investigation. The fast stop switches and hand switch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a fast stop activated error message, even though no emergency stop (fast stop) buttons were pushed. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event.